Event description:
The customer reported that while the unit was in use on a pt, they were unable to zero the pressure transducer and the ECG waveform was noisy. The pt was switched to anoter unit and therapy was continued. No pt injury was reported.